Manufacturer narrative:
Based on the lot history review the used product complied with all manufacturing specifications leading to final device release. In reviewing manufacturing and quality records, no relevant manufacturing process changes were implemented that could have led to the event reported. No manufacturing anomalies or deviations, which may have caused or contributed to the event reported, have been identified. Based on the evaluation of the sample returned it is confirmed that the deployment mechanism had been actively used and that the stent could not be deployed at all because a force transmitting component broke at the proximal end. Increased friction in the distal catheter section was considered as reason for increased release force and subsequent deployment failure. No indication was found for a manufacturing related cause. Potential factors that could have led or contributed to the deployment failure have been evaluated. Previously reported similar complaints have been reviewed to find the root cause. This kind of event may be related to difficult anatomical conditions as tortuous or calcified vessels may lead to increased friction. The event reported may also be use related as rough handling may lead to the event reported. During sample evaluation a deformation was found in the distal catheter section which may be a contributing factor. Based on the information available and the evaluation of the sample returned, a definite root cause could not be determined. In reviewing the labeling supplied with this product it was found that the instructions for use (IFU) sufficiently address the potential risks. The IFU states: "do not constrict the delivery system during stent deployment. If excessive force is felt during stent deployment, do not force the stent system. Remove the stent system and replace with a new unit", and "examine the stent system for any damage. If it is suspected that the sterility or performance of the stent system has been compromised, the device must not be used." Sample received for evaluation. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during a stenting procedure in the sfa, the deployment system because blocked and the vascular stent could not be deployed. The delivery system was retracted without difficulty and another vascular stent was implanted to complete the procedure successfully. There was no reported pt injury.

Manufacturer narrative:
The device history records are being reviewed. The event is currently under investigation.